Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level has been higher than usual since she started on the insulin pump. Customer's blood glucose level was 497 mg/dl. The customer changed the site and treated with a bolus using the insulin pump. The customer mentioned air bubbles on a different infusion set/reservoir. The device was not returned.